Event description:
As reported by navilyst medical's distributor in (B)(4), during prep for a coronary angiography procedure it was noticed that the o-ring of the 12ml syringe furnished in the hospital's convenience kit was broken. A fragment of the o-ring was found to be within the syringe barrel, below the stopper. The device was not used on a patient and the procedure was completed with another syringe. The used syringe has been returned to navilyst medical for evaluation.

Manufacturer narrative:
The used syringe has been returned to navilyst medical and the complaint has been confirmed. The device evaluation and investigation are still on-going. Upon completion of the investigation, a supplemental medwatch will be submitted, ((B)(4)).